Event description:
A customer reported a system message displayed during setup. The case was cancelled and the pt went home after having already rec'd anesthesia. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. There was an accumulation of bss found. This may have contributed to the failure of the irrigation system on the fluidics module. The fluidics module was replaced. The system was then tested and met all product specifications. (B)(4).